Event description:
On april 10, 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had an "error 5" issue. The pt tests his blood glucose 3 times a day. He usually takes around 30 units of "novolin or novolog" insulin 3 times a day when he tests. However, the pt adjusts his dosages based on his meter readings. The pt indicated that the alleged meter started and occurred about a month ago using a specific batch of 100 test strips. During that time, the pt claimed that he was occasionally unable to test because of the "error 5" issue. A result of not being able to test, the pt alleged that he had to guess on how much insulin to take and that he suffered a few episodes of hypoglycemia during that time. The pt said he developed the "shakes" and had to eat something to relieve his symptoms. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter "error 5" issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.